Event description:
A report was received that after 5 days in use, the flange was noted to be broken. The ventilator alarmed and an emergent tracheostomy tube change and supplemental oxygen was provided to the patient.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.